Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that blood leaked from the middle of the bd vacutainer® push button blood collection set with pre-attached holder during use. The following information was provided by the initial reporter: "phlebotomy staff called complaining about one incident of leakage of blood from pbbcs 21g lot 8337658 tube in the middle"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the middle of the bd vacutainer® push button blood collection set with pre-attached holder during use. The following information was provided by the initial reporter: "phlebotomy staff called complaining about one incident of leakage of blood from pbbcs 21g lot 8337658 tube in the middle."